Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4). Upon analysis, it was reported that no anomalies were found, and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that there was a slight increase in pacing threshold when tested with the analyzer. The lead was replaced. No further patient complications were reported as a result of this event.